Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia, the md met with severe resistance when inserting the swg into the pt through the ars. As a result, a new kit was opened and used w/o issue. There was no reported delay, death, or complications to the pt. This event was reviewed and determined to be non-reportable. However, upon review of the sample, the event was determined to be the result of a product malfunction and therefore, reportable.